Manufacturer narrative:
An investigation was conducted to determine the cause of the reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further evaluation. During an ongoing procedure, the customer contacted the technical support engineer (tse) to report that the cautery hook was not delivering adequate energy, even after increasing the setting to 12. The tse explained that the energy output of the e-200 generator differs from that of the vio dv generator and asked for the surgeon¿s preferred vio dv settings; however, the customer was unable to provide this information. The procedure was subsequently converted to laparoscopic. The fse later provided training to the surgeon on adjusting energy levels on the e-200, as the surgeon was unfamiliar with its settings. The system was tested and verified to be ready for use. The complaint was confirmed based on the field evaluation, which indicates that the user was unable to adjust the energy settings on the e-200. The probable root cause of the reported event is attributed to user unfamiliarity with the e-200 energy settings. This issue was resolved by training the user to adjust the appropriate energy levels on the e-200.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was using a cautery hook and it's not applying enough energy even though they increased the setting to 12. Tse advised that the energy output is different from vio dv compared to the e-200. Technical support engineer (tse) requested for what settings surgeon preferred on the vio dv but staff was not able to provide this information. In the middle of the call, surgeon got on the phone and mentioned that they are converting to laparoscopic. Field service engineer (fse) to follow up. The procedure was completed with no reported injury.